Event description:
The customer reported to olympus, the videoscope had blockage in the channel system and the air channel was not working. The issue was found during maintenance of the device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found contamination evident in the air and water channel. There was no report of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the other evaluation findings are as followed: it was believed that remnants of white crystallized contamination was a simethicone type product. In addition, optical glass adhesive was worn, distal end adhesive was worn, insertion tube 2 was out of alignment, insertion tube 4 was out of alignment, up angle was out of specifications, up/down left/right angle had failure, left/right brake did not meet specifications and electrical safety test did not specifications. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.